Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual inspection confirmed the defect as a weld pucker. This issue was investigated through CAPA and manufacturing inspection and maintenance controls are in place to mitigate the occurrence of this issue; specifically, scheduled preventive maintenance to replace worn spike port mandrels, in process sampling, and 100% visual inspection. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have one of the ports partially unsealed, which caused the bag to leak. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.